Event description:
It was reported that out of range issues occurred between the transmitter and pump for an undetermined amout of time, with no continues glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer declined follow-up from tandem technical support to complete troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.